Event description:
It was reported that the customer's received multiple occlusion alarms during basal and bolus delivery. Reportedly, customer's blood glucose level was impacted.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.